Event description:
Procedure Performed: Robotic-assisted Esophagectomy. Event Description: During the surgery, the Trocar 12mm port broke into right pleural cavity into what the team felt was 4 pieces/shards. 3 pieces/shards were located with 1 potential shard left in the patient likely causing no harm. Imaging completed with no location of a remaining shard. Device failed (e.g. broke, couldn't get it to work or stopped working). Patient Status: No patient injury indicated. The date of the event is unknown.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to Applied Medical. A follow-up report will be provided upon completion of investigation.